Manufacturer narrative:
Product complaint #(B)(4). Component code: (B)(4) device not returned. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: other medical intervention was required (eg x-rays, additional procedures, prescriptions, otc, revision): no. The patient is part of a clinical trial: no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the total number of sutures that broke during suturing on this one patient during this single surgical procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the thread broke during pre-knot traction forcing the surgeon to redo the suture. According to the doctor's report, the surgical thread broke during the pre-knot traction, forcing him to redo the suture. No adverse patient consequences were reported. Additional information was requested.